Event description:
It was reported that after treatment in the lower leg, the recanalization catheter could not be withdrawn from the vessel. A surgical cut down and an arteriotomy were performed in the tibial artery. The catheter was cut, allowing the catheter to be removed in its entirety. A tibial bypass was then performed to complete the treatment. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.